Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included metoprolol tartrate. Other product or product use issues identified: device use issue "the way he did mine is incorrect, I found out later. He made an incision up under my belly, which I found out is not supposed to" on (B)(6) 2011 and device ineffective "device ineffective / failure to occlude (close) fallopian tube". The patient's medical history included hypothyroidism, multigravida, parity 5, vaginal delivery, thyroidectomy and vaginal discharge. Concurrent conditions included hypertension, goitre, asthma, heartbeats irregular, palpitations, vaginal itching, urinary tract infection, syphilis and premenopause. Concomitant products included ciprofloxacin betain (cipro), levothyroxine since 2016, naproxen since 2011 and salbutamol (albuterol) since (B)(6) 2017. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("abdominal pain"). In (B)(6) 2011, the patient experienced heavy menstrual bleeding ("menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2013, the patient experienced abdominal distension ("gastrointestinal or"), constipation ("constipation") and diarrhoea ("diarrhea"). From (B)(6) 2013 until (B)(6) 2019, the patient received metoprolol tartrate at an unspecified dose and frequency. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), back pain ("back pain"), fatigue ("fatigue") and dysmenorrhoea ("dysmennorhea (cramping)"), was found to have a pregnancy with contraceptive device ("pregnancy: birth - no complication") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy scheduled for (B)(6) 2021). Essure treatment was not changed. At the time of the report, the pelvic pain, heavy menstrual bleeding, vaginal haemorrhage, dyspareunia, abdominal pain, back pain, fatigue, weight increased, dysmenorrhoea and abdominal distension had not resolved and the pregnancy with contraceptive device, constipation and diarrhoea outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal distension, abdominal pain, back pain, constipation, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, heavy menstrual bleeding, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: I have the essure implanted and I have a whole baby and the baby is already (B)(6) . I gave birth (B)(6) 2012. The way he did mine is incorrect. I found out later after I had it done and I had my baby and everything. They told me it really could have been done at the office without going to sleep or the anesthesia. He made an incision up under my belly, which I found out is not supposed to. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: unilateral occlusion (left tube occluded), failure to occlude (close) fallopian tubes. Only left side was closed. Left device in place and occluded but no device noted on right (as per mr). Pregnancy test - on (B)(6) 2015: pregnancy test negative. Concerning the injuries reported in this case, the following one were described in patient¿s medical record: menorrhagia. Pelvic pain, dyspareunia quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 22-apr-2021: consumer reported she had a hysterectomy scheduled for (B)(6) 2021 due to the pain (event was upgraded) and bleeding under essure, she requested reimbursement., events are ongoing. Event was added: device use issue. On (B)(6) 2021: no new information on (B)(6) 2021: no new information based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included metoprolol tartrate. Other product or product use issues identified: device use issue "the way he did mine is incorrect, I found out later. He made an incision up under my belly, which I found out is not supposed to" on (B)(6) 2011 and device ineffective "device ineffective / failure to occlude (close) fallopian tube". The patient's medical history included hypothyroidism, multigravida, parity 5, vaginal delivery, thyroidectomy and vaginal discharge. Concurrent conditions included hypertension, goitre, asthma, heartbeats irregular, palpitations, vaginal itching, urinary tract infection, syphilis and premenopause. Concomitant products included ciprofloxacin betain (cipro), levothyroxine since 2016, naproxen since 2011 and salbutamol (albuterol) since (B)(6) 2017. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("abdominal pain"). In (B)(6) 2011, the patient experienced heavy menstrual bleeding ("menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2013, the patient experienced abdominal distension ("gastrointestinal or"), constipation ("constipation") and diarrhoea ("diarrhea"). From august 2013 until july 2019, the patient received metoprolol tartrate at an unspecified dose and frequency. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), back pain ("back pain"), fatigue ("fatigue") and dysmenorrhoea ("dysmennorhea (cramping)"), was found to have a pregnancy with contraceptive device ("pregnancy: birth - no complication") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy scheduled for (B)(6) 2021). Essure treatment was not changed. At the time of the report, the pelvic pain, heavy menstrual bleeding, vaginal haemorrhage, dyspareunia, abdominal pain, back pain, fatigue, weight increased, dysmenorrhoea and abdominal distension had not resolved and the pregnancy with contraceptive device, constipation and diarrhoea outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal distension, abdominal pain, back pain, constipation, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, heavy menstrual bleeding, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: I have the essure implanted and I have a whole baby and the baby is already 8 years old. I gave birth (B)(6) 2012. The way he did mine is incorrect. I found out later after I had it done and I had my baby and everything. They told me it really could have been done at the office without going to sleep or the anesthesia. He made an incision up under my belly, which I found out is not supposed to. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: unilateral occlusion (left tube occluded), failure to occlude (close) fallopian tubes.only left side was closed. Left device in place and occluded but no device noted on right (as per mr). Pregnancy test - on (B)(6) 2015: pregnancy test negative. Concerning the injuries reported in this case, the following one were described in patient¿s medical record: menorrhagia. Pelvic pain, dyspareunia. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.